Manufacturer narrative:
Updated fields - b4, e1( initial reporter), g3, g6, h2,h6 ( type of investigation, investigation findings,investigation conclusion), h11. Corrected fields- d1, d4 (model#, catalog#, UDI) e4. A getinge field service engineer (fse) after completing all the preventive maintenance (pm) and updates, I went with the technician to perform a console swap on another device. The goal was to determine whether the low helium level message follows the console or the car. When we powered on the device, no alarms were displayed, and the helium cylinder level appeared in green. The client decided to proceed with the console swap on the day the device displays this alarm again. If the alarm is detected on the console, we will replace the internal helium reservoir module. If the alarm follows the cart, we will then replace the hose connecting the external cylinder to the console inlet. As of now, the device is functioning according to recommendations, and gislie has not detected any anomalies, even with the low helium level message. The cardiosave device has been successfully maintained. It is now ready for clinical use. Parent record- (B)(4).

Event description:
N/a.

Event description:
It was reported that during preventive maintenance a cardiosave intra-aortic balloon pump (iabp) had low helium alarm and no patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.